Manufacturer narrative:
The investigation could not definitively confirm whether the device caused or contributed to the reported adverse event. Additional information was requested regarding the reported incident, but no response was received. Additionally, a return materials authorization (RMA) form was sent for return of the product to philips. However, no material has been received for evaluation. The product¿s IFU states that, at elevated ambient temperatures, ¿patient skin could be severely burned after prolonged sensor application at sites that are not well perfused¿. The IFU instructs the user to check patient application sites frequently to prevent this condition. The IFU further describes that the sensors operate without risk of exceeding 41° c on the skin if the initial skin temperature does not exceed 35° c. Due to lack of response to requested additional information, it cannot be confirmed that this scenario occurred. As a result, we are considering this a malfunction of unknown cause.

Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that, during deployment for use of the m1133a neonatal-infant-adult disposable spo2 sensor, the customer stated that the product "scalded" the patient.